Event description:
The customer stated the rubella calibration failed on the axsym analyzer with error code 1048: rubella g calibration failure, mcal 1 results too high. The abbott customer service technician (cta) recommended decontaminating the three lines and replacing the sample probe. The cta sent a standard calibrator. After receipt of the standard calibrator, the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.